Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during the fourth dwell cycle of peritoneal dialysis therapy. The reporter stated that the connection between the cassette and the solution bag was loose. The technical services representative (tsr) assisted the patient in clearing the alarm. The patient stated that they would finish therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A loose connection to a solution bag was identified, which is a known cause of a system error 2240 alarm. The cause for the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.